Manufacturer narrative:
This was initially reported on the summary report dated 8/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced erosion, infection, urinary problems, organ perforation, recurrence, vaginal scarring, bleeding, and neuromuscular problems. It was also reported that the plaintiff experienced bladder is sticking out, brown vaginal discharge with odor, painful intercourse, vaginal dryness, discomfort at mid vaginal area, distal tenderness in the vaginal area, vaginal and pelvic pain, adhesions, scarring, stress urinary incontinence and cystocele. The plaintiff underwent a mesh revision. The mesh was partially explanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as multisystem organ failure, acute hepatic failure and chronic hepatic failure. Related to manufacturer report #: 3011770902-2016-00258, 3011770902-2016-00257, 3011770902-2016-00256.